Event description:
During evaluation of a returned spectrum iq infusion pump it was found to be missing the tubing ID label. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a missing tubing ID label. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The tubing ID label requires installation to address this issue. Should additional relevant information become available, a supplemental report will be submitted.